Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test. Pump received with cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the keypad of the insulin pump was unresponsive. Blood glucose value was between 150 mg/dl and 200 mg/dl at the time of the incident. It was stated that the buttons on the keypad were hard to press. Troubleshooting was performed but the issue remained. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.